Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels and a broken leg. The blood glucose reading was 105 mg/dl, and the customer had treated with peanut butter and milk. The customer stated that the perceived cause of the low blood glucose was incorrect basal rates. She had fallen and broken her leg, and her daughter took her to the emergency room. She stated that she had experienced low blood glucose for months. It was found that the insulin pump's time setting was incorrect, set to pm rather than am. Advised that high blood glucose levels could also be caused by the incorrect time setting, for which the customer declined troubleshooting. She stated that she would see how the correction of time would work and would call back if needed. Nothing further reported.